Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the aorta was injured by a trocar. The patient reportedly expired. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information regarding the reported event: during the initial port placement using an isi cannula with an isi obturator, the trocar was inserted under direct visualization using an isi optical trocar. There was blood seen in the obturator tip. The obturator was pulled out, and at that time, the cannula was pulled out a bit, and it was at the rectus muscle layer. Blood was seen in the trocar. The patient became hypotensive. A vascular surgeon was called in, and the procedure was immediately converted to an open procedure. The vascular surgeon identified that the aorta was injured and tried to repair the vessel with sutures. The surgeon could not gain control of the bleeding, and the vascular surgeon had reportedly stated, ¿her vessels are bad.¿ the patient had expired on the table. The estimated blood loss was about nine liters, and 20 units of blood were transfused into the patient. The surgeon confirmed that the robot was not docked, and there was no allegation that the da vinci surgical system, instrument, or accessory malfunction occurred. The surgeon also stated that he had used isi trocars for a long time and had no issues with it.

Manufacturer narrative:
Based on the information provided, the cause of the reported death is bleeding from an aortic injury during trocar insertion. Since the product was not available for evaluation and no additional information (lot, serial number, etc.) Could be obtained for the trocar, no further evaluation could be made for the device. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure; hence, no product has been returned for failure analysis. If additional information is received, a follow-up MDR will be submitted. An intuitive surgical, inc. (Isi) medical officer conducted a review of the event, and the following additional information was provided: according to the information provided in the summary of events, this patient had a catastrophic injury to the aorta during initial port placement and before the da vinci system was docked. The patient had massive bleeding as a result of this injury and expired. Based on the information provided in the summary of events, insufficient information is available to determine if any isi products contributed to this catastrophic event. A system and instrument log review could not be performed for this event as the da vinci system was not docked, and therefore the system logs did not begin, and instruments were not used. The instruction for use (IFU) for the da vinci xi systems contains the following cautions to minimize the risks associated with port placement. Appropriate patient positioning to shift organs away from the port placement site. An adequate level of insufflation. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. When possible, visualization of the entire insertion of the cannula using the endoscope is preferred. Utilize continuous, controlled pressure with a deliberate rotating motion when placing the cannula and obturator. This complaint is being reported based on the following conclusion: at the beginning of a planned da vinci-assisted surgical procedure, the aorta was injured when the resident performed trocar insertion for the initial entry with direct visualization. The injury to the aorta ultimately resulted in the patient¿s death.